Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 400 mg/dl. Prior to troubleshooting with tandem technical support, the infusion set was changed to address the issue. An occlusion alarm re-occurred and the alarm was cleared and insulin delivery was resumed.